Event description:
This rv lead was implanted on (B)(6)2017 and remains implanted at this time. A call was placed to technical services on 04/04/2018 stating that this lead exhibited noise, oversensing and pacing inhibition. The patient experienced a syncopal episode. The noise appeared consistent with oversensing of the minute ventilation (mv) signal. The physician was dr. Parves at omaha, va. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).